Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user was performing the procedure with the device, a video processor otv-s190, a light source clv-s190 and endoscopes. During the procedure, the monitor smelled burnt and the endoscopic image disappeared. The procedure was completed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The power supply box of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the power supply box combined with oev261h owned by omsc and found following. When the power was turned on, but there was no abnormality. The continuous energization test was conducted, but there was no abnormality. There was no burning smell from the inside. The exact cause of the reported phenomenon could not be conclusively determined. However, as a result of the investigation, there was the possibility that this phenomenon was attributed to the following. The power supply box could not work temporarily due to some influence. Oev261h itself could not work temporarily due to the failure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was a possibility that the reported phenomenon was attributed to any of the following causes. *the electronic device mounted on the board were overcurrent due to some influence and the components were damaged.